Event description:
The customer's daughter reported the customer became unresponsive after eating her breakfast, and while she was still unresponsive, a blood glucose reading of 144 mg/dl was reportedly obtained. The paramedics were called and they tested the customer's blood glucose level and it was reportedly received a reading of 57 mg/dl (meter used is unk). It was additionally reported the customer received treatment with "bags of glucose" and drank orange juice. The customer was then transported to hospital where she was reportedly diagnosed with severe hypoglycemia and continued to be treated with "bags of glucose". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter and test strips were returned for an investigation. The high reading complaint was not confirmed. All test results were within range specification during testing with an approved control solution. The reported reading of 144 mg/dl was not found in the meter memory log. However, the reading of 141 mg/dl was found in the meter memory log in 2009. This is the final report.